Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal wall pain'), device breakage ('remains of the essure were shown in imagin test after bilateral salpingectomy') and vaginal abscess ('suspected vaginal vault abscess') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominoplasty (liposuction) in 2017, multiple caesarean sections (2), right oophorectomy, breast reduction, abdominal pain lower (under evra) and obesity. No known drug allergies. No toxic habits. Previously administered products included for contraception: evra from 2007 to 2014. Past adverse reactions to the above products included intermenstrual bleeding with evra. Concurrent conditions included migraine without aura and hypothyroidism. Concomitant products included levothyroxine sodium (eutirox) for hypothyroidism. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced heavy menstrual bleeding ("menstrual cycle alterations since essue - menorrhea during many months of progression"), coital bleeding ("postcoital bleeding"), pelvic pain ("pelvic pain since essure placement"), headache ("hemicranial headaches of different location with a perimenstrual predominance") and migraine ("migraines"). In (B)(6) 2015, the patient experienced ovarian cyst ("ovarian cyst"). On (B)(6) 2015, the patient experienced cervical polyp ("endocervical polyp 0.2 cm") and cervix inflammation ("endocervical chronic inflammation"). In (B)(6) 2016, the patient experienced iron deficiency ("iron deficiency (no anemia)"). On (B)(6) 2018, the patient experienced endometrial thickening ("endometrial proliferation"). On (B)(6) 2019, the patient experienced intermenstrual bleeding ("metrorrhagia"), procedural pain ("intense abdominal pain (after essure removal)") and malaise ("general malaise conditions"). On (B)(6) 2019, the patient experienced device breakage (seriousness criteria hospitalization and intervention required) and complication of device removal ("remains of the essure were shown in imagin test after bilateral salpingectomy"). On (B)(6) 2020, the patient experienced vaginal abscess (seriousness criterion hospitalization). On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required), palpitations ("palpitations"), abdominal pain upper ("left hypochondrium pain"), mood swings ("mood swings") and uterine polyp ("endometrial polyp 1.1 cm.") And was found to have uterine leiomyoma ("two intramyometrial leiomyomas measuring 0.5 and 0.3 cm"). The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019 , from (B)(6) 2020 to (B)(6) 2020 and then from (B)(6) 2020 to (B)(6) 2020. The patient was treated with antibiotics, azithromycin (zitromax), ibuprofen, paracetamol (acetaminophen), progesterone (progesteron) and surgery (complete essure removal surgery via laparoscopic total hysterectomy on (B)(6) 2020, endometrial aspiration at 80 mm on (B)(6) 2018 and essure removal via bilateral salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2020. In (B)(6) 2015, the ovarian cyst had resolved. On (B)(6) 2020, the device breakage and complication of device removal had resolved. At the time of the report, the abdominal pain, endometrial thickening, heavy menstrual bleeding, intermenstrual bleeding, coital bleeding, iron deficiency, palpitations, abdominal pain upper, mood swings, procedural pain, malaise, pelvic pain, headache, cervical polyp, cervix inflammation, migraine, uterine polyp and uterine leiomyoma outcome was unknown and the vaginal abscess had resolved. The reporter considered abdominal pain, abdominal pain upper, cervical polyp, cervix inflammation, coital bleeding, complication of device removal, device breakage, endometrial thickening, headache, heavy menstrual bleeding, intermenstrual bleeding, iron deficiency, malaise, migraine, mood swings, ovarian cyst, palpitations, pelvic pain, procedural pain, uterine leiomyoma, uterine polyp and vaginal abscess to be related to essure. The reporter commented: no complications during the insertion and with a normal essure position. Fragments found on x-ray after removal by bilateral salpingectomy on (B)(6) 2019. On (B)(6) 2020, a simple laparoscopic hysterectomy was carried out to complete removal of essures, the postoperative period evolved without complications and hospital discharge was on (B)(6) 2020. On (B)(6) 2020,emergency room visit, she was admitted for suspected vaginal vault abscess and was treated with intravenous antibiotic therapy for 72 hours with good progress. Negative vaginal cultures. She was discharged on (B)(6) 2020. Appointment on (B)(6) 2020 for post-hospitalization consultation, examination without findings, well epithelialized vaginal vault, no dehiscences. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2019: remains of essure after bilateral salpingectomy: two high-density images are identified that are projected on the sacrum that could be related to essures fragments. No other findings. Biopsy cervix - on (B)(6) 2015: endocervical polyp with squamous metaplasia and chronic inflammation: macroscopic description: a 3 mm fragment is received, accompanied by mucoid material. Biopsy endometrium - on (B)(6) 2018: microscopic description -sample endometrial aspirate: diagnosis: endometrium with a proliferative pattern.macroscopic description: endometrial biopsy: brownish material with whitish areas, which together measures 15 x 15 x 2mm. Blood iron - on (B)(6) 2016: deficiency (no anemia). Blood thyroid stimulating hormone - on (B)(6) 2016: 9.9. Computerised tomogram pelvis - on (B)(6) 2020: with intravenous contrast (ultravist): post-surgical changes in relation to hysterectomy. Adjacent to the left vaginal vault, a small collection of approximately 31 x 20 mm with poorly defined borders is visualized, with marked alteration of the adjacent fat, and a discrete amount of fluid in that location; the findings are suggestive of an abscess in formation. Cystic lesion in the left adnexal area of approximately 27 mm in greater diameter. Simple cyst in the left kidney. No evidence of loop dilation or pneumoperitoneum. Conclusions small collection adjacent to the left vaginal vault with alteration of the adjacent fat, probably related to an abscess in formation. Cystic lesion in the left adnexal area. Gynaecological examination - in (B)(6) 2016: normal; on (B)(6) 2020: no fever. Soft and depressible abdomen. Discomfort on suprapubic palpation. Speculoscopy: nonspecific leukorrhea. Culture taken; on (B)(6) 2020: post-hospitalization consultation, examination without findings, well epithelialized vaginal vault, no dehiscences. Haemoglobin (g/dl) - on (B)(6) 2016: 12.3 g/dl; on (B)(6) 2019: 11.5 g/dl; on (B)(6) 2020: 11.1 g/dl. Hysteroscopy - on (B)(6) 2014: essure insertion with easy pass. No complications; on (B)(6) 2019: after entering the cavity without difficulty, a thickened endometrium is observed, polypoid in appearance. Both essures are observed barely showing through the tubal ostium. Impossibility of removing essures via hysteroscopy. Laparoscopy - on (B)(6) 2019: placement of trocars, two of 12 and two of 5. Access to cavity. Review of cavity normal. Normal uterus. Absence of right ovary. Bilateral salpingectomy with moderate bleeding. Essures checked inside the tubes. Trocars are removed under direct vision. Mammogram - on (B)(6) 2015: bilateral digital mammography, usual technique and projections-comparative study with previous explorations in 2011: no changes from previous studies. Symmetrical breasts in the distribution of fibroglandular tissue. Heterogeneously dense breasts, which can decrease the sensitivity for the detection of small nodules. No evidence of nodules, distortion of tracts, or suspicious microcalcifications. Skin and areola -nipple complex without alterations. Conclusions: study without findings. Bi-rads category 1. Microbiology test - on (B)(6) 2016: negative vaginal cultures. Pathology test - on (B)(6) 2019: 1. Excision of hydatid: morgagni hydatid 1 cm. 2. Left salpingectomy: fallopian tube without relevant alterations. 3. Right salpingectomy: fallopian tube without relevant alterations; on (B)(6) 2020: -subserosal-intramyometrial foci of foreign body type gigantocellular reaction and hemorrhage. -endometrial polyp 1.1 cm.. -endocervical polyp of 0.2 cm. -two intramyometrial leiomyomas measuring 0.5 and 0.3 cm. -endometrium with a hypoactive proliferative pattern. -exoendocervix without relevant alterations. -presence of an essure-type metallic device, provided separately and another minimum 6 mm intramyometrial fragment. Thyroxine - on (B)(6) 2016: normal. Ultrasound scan - on (B)(6) 2015: surgical absence of the right ovary. 40 x 42x 43 mm left adnexal multilocular image; on (B)(6) 2015: ovarian cyst; on (B)(6) 2015: normally positioned essures, patient very satisfied; on (B)(6) 2015: no cysts or masses, normally positioned essures; in (B)(6) 2016: no alterations; on (B)(6) 2016: within normality; on (B)(6) 2018: normal echo. Essure: left 16 mm in cavity, right 6 mm in cavity. Right ovary not seen. Left ovary, normal echo, fixed in left horn; on (B)(6) 2020: no collections / abscesses are visible. Functional cystic image of 2.5 in the left ovary; on (B)(6) 2020: left ovary with some follicle. Pelvic collections not visualized. White blood cell count (giga/l) - on (B)(6) 2020: 11.77 giga/l. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 2-aug-2021: medical records were provided via lawyer. Essure inserted on (B)(6) 2014 uneventfully, indication and medical history added (none reported previously). Tests added (previously x-ray on 25-nov-19 scan). Final removal date amended to (B)(6) 2020, the postoperative period after hysterectomy evolved without complications and hospital discharge (serious criterion amended) was on (B)(6) 2020. On (B)(6) 2020,emergency room visit, she was admitted for suspected vaginal vault abscess and was treated with intravenous antibiotic therapy for 72 hours with good progress. Negative vaginal cultures. She was discharged on (B)(6) 2020. Appointment on (B)(6) 2020 for post-hospitalization consultation, examination without findings, well epithelialized vaginal vault, no dehiscences (outcome added). New events added: iron deficiency(no anemia), pelvic pain, endometrial thickening, cervical polyp, cervix inflammation, ovarian cyst, vaginal abscess, migraine, uterine polyp, uterine leiomyoma. Start dates of events were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal wall pain') and device breakage ('remains of the essure were shown in imagin test after bilateral salpingectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. In 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), headache ("headaches"), palpitations ("palpitations"), abdominal pain upper ("left hypochondrium pain"), mood swings ("mood swings"), menstrual disorder ("menstrual cycle alterations (menorrhea during many months of progression)") and coital bleeding ("postcoital bleeding"). On (B)(6)2019, the patient experienced procedural pain ("intense abdominal pain (after essure removal)"), metrorrhagia ("metrorrhagia") and malaise ("general malaise conditions"). On (B)(6)2019, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("remains of the essure were shown in imagin test after bilateral salpingectomy"). The patient was treated with surgery (essure removal via bilateral salpingectomy on (B)(6)2019 and second essure removal surgery via laparoscopic total hysterectomy on (B)(6)2020). Essure was removed on (B)(6)2019. At the time of the report, the abdominal pain, device breakage, complication of device removal, headache, palpitations, abdominal pain upper, mood swings, menstrual disorder, coital bleeding, procedural pain, metrorrhagia and malaise outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, coital bleeding, complication of device removal, device breakage, headache, malaise, menstrual disorder, metrorrhagia, mood swings, palpitations and procedural pain to be related to essure. The reporter commented: no complications during the insertion and with a normal essure position. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2019: remains of the essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-mar-2021: quality safety evaluation of ptc. On 1-mar-2021: ha reference number added. On 1-mar-2021: ha reference number added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal wall pain'), device breakage ('remains of the essure were shown in imagin test after bilateral salpingectomy') and vaginal abscess ('suspected vaginal vault abscess') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominoplasty (liposuction) in 2017, multiple caesarean sections (2), right oophorectomy, breast reduction, abdominal pain lower (under evra) and obesity. No known drug allergies. No toxic habits. Previously administered products included for contraception: evra from 2007 to 2014. Past adverse reactions to the above products included intermenstrual bleeding with evra. Concurrent conditions included migraine without aura and hypothyroidism. Concomitant products included levothyroxine sodium (eutirox) for hypothyroidism. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced heavy menstrual bleeding ("menstrual cycle alterations since essue - menorrhea during many months of progression"), coital bleeding ("postcoital bleeding"), pelvic pain ("pelvic pain since essure placement"), headache ("hemicranial headaches of different location with a perimenstrual predominance") and migraine ("migraines"). In (B)(6) 2015, the patient experienced ovarian cyst ("ovarian cyst"). On (B)(6) 2015, the patient experienced cervical polyp ("endocervical polyp 0.2 cm") and cervix inflammation ("endocervical chronic inflammation"). In (B)(6) 2016, the patient experienced iron deficiency ("iron deficiency (no anemia)"). On (B)(6) 2018, the patient experienced endometrial thickening ("endometrial proliferation"). On (B)(6) 2019, the patient experienced intermenstrual bleeding ("metrorrhagia"), procedural pain ("intense abdominal pain (after essure removal)") and malaise ("general malaise conditions"). On (B)(6) 2019, the patient experienced device breakage (seriousness criteria hospitalization and intervention required) and complication of device removal ("remains of the essure were shown in imagin test after bilateral salpingectomy"). On (B)(6) 2020, the patient experienced vaginal abscess (seriousness criterion hospitalization). On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required), palpitations ("palpitations"), abdominal pain upper ("left hypochondrium pain"), mood swings ("mood swings") and uterine polyp ("endometrial polyp 1.1 cm.") And was found to have uterine leiomyoma ("two intramyometrial leiomyomas measuring 0.5 and 0.3 cm"). The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019 , from (B)(6) 2020 to (B)(6) 2020 and then from (B)(6) 2020 to (B)(6) 2020. The patient was treated with antibiotics, azithromycin (zitromax), ibuprofen, paracetamol (acetaminophen), progesterone (progesteron) and surgery (complete essure removal surgery via laparoscopic total hysterectomy on (B)(6) 2020, endometrial aspiration at 80 mm on (B)(6) 2018 and essure removal via bilateral salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2020. In (B)(6) 2015, the ovarian cyst had resolved. On (B)(6) 2020, the device breakage and complication of device removal had resolved. At the time of the report, the abdominal pain, endometrial thickening, heavy menstrual bleeding, intermenstrual bleeding, coital bleeding, iron deficiency, palpitations, abdominal pain upper, mood swings, procedural pain, malaise, pelvic pain, headache, cervical polyp, cervix inflammation, migraine, uterine polyp and uterine leiomyoma outcome was unknown and the vaginal abscess had resolved. The reporter considered abdominal pain, abdominal pain upper, cervical polyp, cervix inflammation, coital bleeding, complication of device removal, device breakage, endometrial thickening, headache, heavy menstrual bleeding, intermenstrual bleeding, iron deficiency, malaise, migraine, mood swings, ovarian cyst, palpitations, pelvic pain, procedural pain, uterine leiomyoma, uterine polyp and vaginal abscess to be related to essure. The reporter commented: no complications during the insertion and with a normal essure position. Fragments found on x-ray after removal by bilateral salpingectomy on (B)(6) 2019. On (B)(6) 2020, a simple laparoscopic hysterectomy was carried out to complete removal of essures, the postoperative period evolved without complications and hospital discharge was on (B)(6) 2020. On (B)(6) 2020,emergency room visit, she was admitted for suspected vaginal vault abscess and was treated with intravenous antibiotic therapy for 72 hours with good progress. Negative vaginal cultures. She was discharged on (B)(6) 2020. Appointment on (B)(6) 2020 for post-hospitalization consultation, examination without findings, well epithelialized vaginal vault, no dehiscences. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2019: remains of essure after bilateral salpingectomy: two high-density images are identified that are projected on the sacrum that could be related to essures fragments. No other findings. Biopsy cervix - on (B)(6) 2015: endocervical polyp with squamous metaplasia and chronic inflammation: macroscopic description: a 3 mm fragment is received, accompanied by mucoid material. Biopsy endometrium - on (B)(6) 2018: microscopic description -sample endometrial aspirate: diagnosis: endometrium with a proliferative pattern.macroscopic description: endometrial biopsy: brownish material with whitish areas, which together measures 15 x 15 x 2mm. Blood iron - on (B)(6) 2016: deficiency (no anemia). Blood thyroid stimulating hormone - on (B)(6) 2016: 9.9. Computerised tomogram pelvis - on (B)(6) 2020: with intravenous contrast (ultravist): post-surgical changes in relation to hysterectomy. Adjacent to the left vaginal vault, a small collection of approximately 31 x 20 mm with poorly defined borders is visualized, with marked alteration of the adjacent fat, and a discrete amount of fluid in that location; the findings are suggestive of an abscess in formation. Cystic lesion in the left adnexal area of approximately 27 mm in greater diameter. Simple cyst in the left kidney. No evidence of loop dilation or pneumoperitoneum. Conclusions small collection adjacent to the left vaginal vault with alteration of the adjacent fat, probably related to an abscess in formation. Cystic lesion in the left adnexal area. Gynaecological examination - in (B)(6) 2016: normal; on (B)(6) 2020: no fever. Soft and depressible abdomen. Discomfort on suprapubic palpation. Speculoscopy: nonspecific leukorrhea. Culture taken; on (B)(6) 2020: post-hospitalization consultation, examination without findings, well epithelialized vaginal vault, no dehiscences. Haemoglobin (g/dl) - on (B)(6) 2016: 12.3 g/dl; on (B)(6) 2019: 11.5 g/dl; on (B)(6) 2020: 11.1 g/dl. Hysteroscopy - on (B)(6) 2014: essure insertion with easy pass. No complications; on (B)(6) 2019: after entering the cavity without difficulty, a thickened endometrium is observed, polypoid in appearance. Both essures are observed barely showing through the tubal ostium. Impossibility of removing essures via hysteroscopy. Laparoscopy - on (B)(6) 2019: placement of trocars, two of 12 and two of 5. Access to cavity. Review of cavity normal. Normal uterus. Absence of right ovary. Bilateral salpingectomy with moderate bleeding. Essures checked inside the tubes. Trocars are removed under direct vision. Mammogram - on (B)(6) 2015: bilateral digital mammography, usual technique and projections-comparative study with previous explorations in 2011: no changes from previous studies. Symmetrical breasts in the distribution of fibroglandular tissue. Heterogeneously dense breasts, which can decrease the sensitivity for the detection of small nodules. No evidence of nodules, distortion of tracts, or suspicious microcalcifications. Skin and areola -nipple complex without alterations. Conclusions: study without findings. Bi-rads category 1. Microbiology test - on (B)(6) 2016: negative vaginal cultures. Pathology test - on (B)(6) 2019: 1. Excision of hydatid: morgagni hydatid 1 cm. 2. Left salpingectomy: fallopian tube without relevant alterations. 3. Right salpingectomy: fallopian tube without relevant alterations; on (B)(6) 2020: -subserosal-intramyometrial foci of foreign body type gigantocellular reaction and hemorrhage. -endometrial polyp 1.1 cm.. -endocervical polyp of 0.2 cm. -two intramyometrial leiomyomas measuring 0.5 and 0.3 cm. -endometrium with a hypoactive proliferative pattern. -exoendocervix without relevant alterations. -presence of an essure-type metallic device, provided separately and another minimum 6 mm intramyometrial fragment.. Thyroxine - on (B)(6) 2016: normal. Ultrasound scan - on (B)(6) 2015: surgical absence of the right ovary. 40 x 42x 43 mm left adnexal multilocular image; on (B)(6) 2015: ovarian cyst; on (B)(6) 2015: normally positioned essures, patient very satisfied; on (B)(6) 2015: no cysts or masses, normally positioned essures; in (B)(6) 2016: no alterations; on (B)(6) 2016: within normality; on (B)(6) 2018: normal echo. Essure: left 16 mm in cavity, right 6 mm in cavity. Right ovary not seen. Left ovary, normal echo, fixed in left horn; on (B)(6) 2020: no collections / abscesses are visible. Functional cystic image of 2.5 in the left ovary; on (B)(6) 2020: left ovary with some follicle. Pelvic collections not visualized. White blood cell count (giga/l) - on (B)(6) 2020: 11.77 giga/l. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-aug-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal wall pain') and device breakage ('remains of the essure were shown in imagin test after bilateral salpingectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. In 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), headache ("headaches"), palpitations ("palpitations"), abdominal pain upper ("left hypochondrium pain"), mood swings ("mood swings"), menstruation irregular ("menstrual cycle alterations (menorrhea during many months of progression)") and coital bleeding ("postcoital bleeding"). On (B)(6) 2019, the patient experienced procedural pain ("intense abdominal pain (after essure removal)"), metrorrhagia ("metrorrhagia") and malaise ("general malaise conditions"). On (B)(6) 2019, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("remains of the essure were shown in imagin test after bilateral salpingectomy"). The patient was treated with surgery (essure removal via bilateral salpingectomy on (B)(6) 2019 and second essure removal surgery via laparoscopic total hysterectomy on (B)(6) 2020). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, device breakage, complication of device removal, headache, palpitations, abdominal pain upper, mood swings, menstruation irregular, coital bleeding, procedural pain, metrorrhagia and malaise outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, coital bleeding, complication of device removal, device breakage, headache, malaise, menstruation irregular, metrorrhagia, mood swings, palpitations and procedural pain to be related to essure. The reporter commented: no complications during the insertion and with a normal essure position diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2019: remains of the essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.